Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urgency frequency. The trialstarted on (B)(6) 2024. It was reported that there was a communication issue between the controller and ens. Patient kept hitting retry and turned the therapy off then back on. Nothing helped resolved the issue and the communication error that showed stated that the device was not set up correctly. Cause was not determined. Patient reported pain and discomfort/soreness/pinching. The issue was ongoing. Patient's device is giving a communication error message. Tapping retry will not work. The rep reported the right sided pne lead was broken just a few mm outside of skin at needle entry point. There was some stretching at skin sight, but lead was hanging,coiled tightly, still plugged into the red pt cable connection. Dressing was original one from one insertion and intact. Pt denies any blunt or shearing force at entry site. Cause was not determined. The issue was confirmed resolved.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot# unknown, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ens s/n: (B)(6) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (lot#: unknown) revealed that the lead was returned segmented; however electrical testing of the returned s egment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the steps taken to resolve the issue included the leads being removed. The issue was resolved.